Event description:
An occlusion alarm was reported. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin. Despite resolving this event, the customer experiences frequent occlusion issues and a replacement pump was sent to the customer.